Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient fell down the steps of their house a couple of months ago and gradually had been getting really severe pain on the left side. Patient used to have stim at 4.0 and now had it at 6.0. It was still not taking the pain away. Now all patient got was 'electrocution'. Patient went to healthcare provider office and the office was different than the office that put the device in. The lady said as long as patient had the stimulator it should already have enough scar tissue or whatever. The healthcare provider recommended patient call medtronic. Patient was told to have a representative come out and check the implant. They needed a copy of the x ray for the lead. They were going to do an x ray but they said it would not do any good because they did not put the machine in. Hcp wanted the representative to check to see if the leads had moved. Reviewed the role of patient services. Redirected to hcp to contact the rep if needed. Managing hcp: dr. (B)(6) (first name asked, unknown). The surgeon was dr. Michael dorwart. Reviewed healthcare provider could call nas to page the representative.